Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Date of event: unknown event date.

Manufacturer narrative:
(B)(4). Concomitant products: item# unk, unknown natural knee tibia, lot #unk; item # unk, unknown natural knee femoral, lot #unk. Bucheit, jonathon serre, antoine bouilloux, xavier puyraveau, marc jeunet, laurent garbui, patrick (2013) cementless total knee arthroplasty in chronic inflammatory rheumatism. Eur j orthrop surg traumatol 24, 1489-1498. Https://rd.springer.com/article/10.1007/s00590-013-1316-9. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 04182. 0001822565 - 2017 - 04175. 0001822565 - 2017 - 04183. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported that two patients developed postoperative flessum deformity that required a arthrolysis.